Event description:
Quality controls (qc) have been out of range with high bias when using troponin l2kti bch kit lot 260 with biorad liquicheck cardiac markers lot 29790 levels 1 and 2 on the immulite 2000 instrument. There were no reports of patient intervention or adverse health consequences due to the qc being out of range.

Manufacturer narrative:
The cause of the out of range troponin qc is unknown. An urgent field safety notice (ufsn), ufsn 3014 - immulite 2000/immulite 2000 xpi troponin I high control bias, was sent to customers in september 2012. Siemens is currently investigating this issue.